Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed that the coating of the insertion tube of the subject device was peeled off more than 1mm2 due to the deterioration, and the chipped object lens of the subject device which may have occurred due to external factor. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found the coating of the insertion tube of the subject device was peeled off more than 1mm2 and the object lens at the distal end of the subject device was chipped. The subject device had been returned to sorc for repair of a pin hole of the instrument channel. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root causes of the reported phenomena could not be determined. [Consideration] since the subject device was not sent to the manufacturing site, the causes of the reported phenomena could not be identified. However it was presumed the causes as follows. The peeling off of the coating of the insertion tube may have occurred due to excessive handling with repeated wiping of the outer surface of the insertion part or chemical deterioration due to chemical agent, and so on. The chipped object lens may have occurred due to impact such as dropping or hitting. If additional information becomes available, this report will be supplemented.